Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer hyperglycemia treated with manual injection/insulin pen. The customer reported blood glucose value of 400 mg/dl. The event involved product(s) mmt-1715kl, mmt-397a, mmt-332a. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-1715kl, mmt-397a and mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software. Unit passed the displacement test, rewind test, self test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy and occlusion test. Unit was uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review, no relevant alarms were noted during testing of unit. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage was noted on electronic assembly. Unit received with cracked belt clip rails, battery tube threads - cracked, cracked case on battery side and scratched case. In conclusion, customer concerns of high bgs were not confirmed. No relevant alarms noted in download history review and testing of the unit were successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.